Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flip flo catheter valve package was empty, although the package was perfectly sealed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one unopened (with original packaging), flip-flo. Visual inspection of the photo sample noted that the product was not inside the sealed package. This is out of specification, which states, "no missing components allowed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: this product should only be used after a licensed medical expert has assessed the bladder function. Indications for use in conjunction with an indwelling catheter. Contraindications ¿ decreased bladder capacity. ¿ cognitive impairment. ¿ no feeling in the bladder. ¿ insufficient manual dexterity to operate the flip-flo¿ valve. Instructions ¿ wash your hands. ¿ be careful not to attach the flip-flo¿ valve to the catheter touching the end of the catheter or the valve connector. ¿ wash your hands thoroughly before and after operating the flip-flo¿ valve. ¿ empty the bladder as often as recommended by your doctor or nurse. ¿ push the lever down to open the flip-flo¿ cover. ¿ drain the urine into the toilet or a suitable container. ¿ pull the lever up to close the flip-flo¿ cover. ¿ a night drainage bag can be connected to the flexible connector, so that urine can be drained continuously at night. Warning¿ leave the flip-flo¿ cover open." The actual/suspected device was inspected.

Event description:
It was reported that the flip flo catheter valve package was empty, although the package was perfectly sealed.